Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to device pocket erosion. A new device was subsequently implanted once the patient was cleared by the physician.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary due to pocket erosion.